Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during normal device change out. The lead was tested with no anomalies. The lead was capped and replaced. The patient was doing well post procedure.